Event description:
It was reported that the patient was turning to answer their telephone at home and heard a snap. Then began hearing a grinding noise. Experienced pain and called doctor's office. At office it was confirmed that ceramic head had shattered.